Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 37714 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type implantable neurostimulator dual ins system reported. Please reference regulatory report # 3004209178-2016-24217. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen on (B)(6) 2017 and they stated that the stimulation was an aggravating feeling despite many different programing changes. It was noted that the cervical coverage was adequate but the thoracic coverage was not the same as it was before the fall. Lastly, the rep reported that both implantable neurostimulator (ins) battery sites were burning with the stimulation was turned off. X-rays showed that there were no changes from implant and the healthcare provider (hcp) decided to explant both systems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.